Manufacturer narrative:
This report is being submitted following an internal audit.

Event description:
The pt reported the stimulator had turned off twice. The MFR technical services agent reviewed info on emi. The pt was able to check the status and turn the unit on/off as appropriate.